Manufacturer narrative:
(B)(4). One used set was received with no cap on spike and no cap on patient connector in reference to connection issue. The set was functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. A lab port was connected to the spike and no issues were noted. During visual inspection no abnormalities were noted. The complaint could neither be confirmed nor duplicated in the lab. A root cause of the complaint could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that the connection between the spike of the transfer set and the spike port of the twin bag was separated unexpectedly. The connector cover was not attached. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.